Event description:
Screwdriver handle broke while tightening locking screw that cross threaded.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event that the screwdriver t20 was alleged broken could be confirmed, since the returned device matched the reported failure. Based on investigation, the root cause was attributed to a rd/design related issue. The device inspection revealed that the tip of the screwdriver is broken and showed the fracture pattern on the tip is consistent with overtorqueing. The breakage occurred because the device was manufactured according to an old drawing where the design of the blade of the screwdriver didn¿t allow the application of high torque forces. The breakage of the screwdriver tip was addressed by the nc/CAPA and a design change was already implemented on this device in order to increase its torque resistance. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Screwdriver handle broke while tightening locking screw that cross threaded.